Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. A result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced with a competitor¿s ipg. The issue was resolved.